Event description:
Synthes (B)(4) consultant reported that during a procedure in (B)(6), the non-sterile nurse opened the outer non-sterile chronos putty packaging and handed it to the sterile scrub nurse. At the end of the procedure, the nurse informed the consultant that the first package containing the separate pouches were opened and handed directly to the sterile scrub nurse. The outer first package is not a sterile barrier and therefore, the product was opened in a non-sterile manner. The implant is implanted in the pt. There have been no updates provided as to the pt condition.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.